Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found the device was attached to the encore inflation unit. The balloon was not folded which indicates that the device was subjected to positive pressure. Blood was observed within the balloon which indicates there is evidence of a device leak. In addition, visual, tactile and microscopic analysis were performed to the catheter, tip and markerband, and no damages were found. Functional evaluation was performed. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. The balloon material and the distal markerbands identified no issues which could potentially have contributed to the complaint. Based upon the information provided and the condition of the device returned for analysis, the most probable root cause is adverse event related to patient condition. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter was used during a ureteroscopy (urs) procedure performed on (B)(6) 2021. During the procedure, there was an air leak noticed in the catheter of the device. It was reported that the device was removed and the procedure was completed with another uromax ultra dilation balloon catheter. There were no patient complications reported as a result of this event, and the patient's condition following the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.